Event description:
During attempted direct myocardial revascularization, the laser, believed to be set for one pulse, was activated and the laser fired four pulses of 2 joules instead of one pulse. The procedure was stopped. The pt had direct myocardial revascularization procedure completed on 6/3/98.